Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the right finger grip pad of the master tool manipulator (mtm) to resolve reported issue. Fse did not perform system verification due to ongoing procedure and the device ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the velcro for the right thumb of the surgeon side console (ssc) was loose and progressively got worst. The caller also stated that the velcor of the right master controller was missing a screw. The surgeon reportedly swapped to the other ssc to continue the procedure. An intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed the logs and found no related issues. The procedure was converted to another ssc with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during the procedure and completed robotically.